Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter states customer tested his blood sugar at 05.42 and received a 14.6 mmol/l on his mobile system. He took his customary 28 units of lantus and 4 units of novorapid and ate 15 minutes later. At 08.45 he felt normal at work and his blood sugar value was 5.3 mmol/l. He had a midmorning snack and no additional insulin was administered. His 11.48 blood sugar value was 31.5mmol/l. His usual lunch time novorapid is 4 units, but this day he took 6 units because of this high value at about 11.50. On the way to visit a friend he sat down on a bench to rest because he felt strange. At 12.33 the patient decided to check his blood sugar value, but he was unable to use the meter correctly. The value obtained (from the meter's memory) was 9.2 mmol/l. However, the customer was not aware of the reading. At this point he lost consciousness. A passerby called an ambulance. The patient was found to be perspiring profusely. The emt glucose was "lo". He was given 150 ml of 10% dextrose intravenously and 10 gm oral glucose, at which time the patient gained partial consciousness. He was admitted into the hospital at 13.30. A venous glucose at that time was 8 mmol/l. The patient has fully recovered and is feeling fine. The manufacturer requested return of suspect product for evaluation.